Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Conclusion code does not apply to this event.

Event description:
Information was received from an attorney who indicated that the patient had the device implanted and now the patient was in a wheelchair. It was also noted that "amount of baclofen in the pump if machine was function".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter found no significant anomaly. The catheter body was torn or broken or melted at or after explant in a manner that did not affect infusion. As received the proximal segment was still attached to the pump outlet port. Patency was checked and there was no leaking noted at the sutureless connector (sc) and pump outlet port, this segment was patent. The sc connector boot was pulled back and the technician had extreme difficulty removing this connector. A pliers needed to be used to remove this connector which likely caused more damage to that connector then already noted. Measurements of the 3 segments measured 90.3 centimeters (cm) total. The pump printout indicated a total implanted catheter length to be 166.7 cm therefore 26.4 cm of catheter was not returned for analysis. Pump connector leaked during pressure testing and the other 2 segments had noted blemishes (some leaking seen at these blemishes) that are consistent with damage at explant. Analysis of the pump found no anomaly. (B)(4).

Event description:
It was reported that the patient had numbness and tightness in her trunk all the way to her hips. She had hip pain from a previous diagnosis. The emergency room (ER) gave her norco, valium, and toradol. When she went home from the ER, she could not walk and had to be carried in her home. She woke up on the sunday before the report with head and neck pain and she still could not walk and had numbness/lack of sensation chest down. She went back to the hospital and she was admitted. She had to be catheterized twice and both times there was over 1000ml in her bladder. A magnetic resonance image (MRI) was done of her cervical, thoracic, and lumbar spine. It was then reported there were new lesions found on the spinal cord. The pump was infusing lioresal (baclofen) at 25mcg/day. It was noted that the patient had neuromyelitis optica (nmo). The patient was alive with no injury. An additional patient symptom was that the patient was only able to move her toes and ankles. She was unable to feel sensation on legs. The patient was programmed to minimum rate. Additional information received reported the symptoms were believed to be caused by her nmo. There was said to be no catheter issue, but the catheter was removed just in case it was an irritant to the patient¿s spinal cord. There were no segments left in the intrathecal space. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.